Manufacturer narrative:
Taper ii. Analysis of the device noted a sharp, curved opening in the port tubing near the stainless steel connector that may have been made to facilitate the removal of the device. The band tubing had evidence of surgical damage noted by separation and striations that may also have been made to facilitate the removal of the device. Evidence of coring and pulled material was found in the port septum. No resistance to flow noted in the access port and lap-band. The port housing contained a non-penetrating nick likely to be caused by a needle. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
A leak was reported with the lap-band.